Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and calcified left anterior descending (lad) artery. When the physician inflated the 2.5 x 8 mm quantum maverick monorail balloon catheter for the fist time, it ruptured at 6 atms. The balloon was successfully removed from the patient, and the procedure was completed with another device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore it is not possible to determine if any issue existed with the actual unit that could have contributed to the complaint. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure, a CAPA has been opened to address this issue.